Manufacturer narrative:
(B)(4). Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter. No serious injury or medical intervention was reported. Verbatim: "notivisa when opening the package of insyte autoguard nº 22, it was verified that there was silicone material in the tip".